Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during the insertion of the intra-aortic balloon (iab) catheter on the patient using x-ray, it was not possible to detect the distal radiopaque marker. The patient was transferred to the coronary angiography room. There the signal of the marker was split. Therefore the medical staff decided to remove the iab catheter. During the removal, a part of the device could not be removed. Therefore the femoral artery needed to be surgically opened to remove the iab catheter. According to the customer the removed device seemed to be intact. The injury is not attributed to the device by the facility.

Manufacturer narrative:
The entire device was not returned for evaluation. Only a portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Visual examination confirmed that both tip and rear radio-paque markers were present and in place per specification. Since there are two markers, this may explain why the marker appeared "split". We are unable to confirm the difficulty during removal of the device since we are unable to mimic the clinical setting, unable to recreate the patient anatomy, and because of the returned condition of the iab. An evaluation of the portion of product returned was unable to duplicate the reported problem or confirm the reported event. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record ID 190733.

Event description:
It was reported that during the insertion of the intra-aortic balloon (iab) catheter on the patient using x-ray, it was not possible to detect the distal radiopaque marker. The patient was transferred to the coronary angiography room. There the signal of the marker was split. Therefore the medical staff decided to remove the iab catheter. During the removal, a part of the device could not be removed. Therefore the femoral artery needed to be surgically opened to remove the iab catheter. According to the customer the removed device seemed to be intact. The uncomplicated hematoma injury is not attributed to the device by the facility.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Additional information: age or date of birth: 72. Sex: male. Event: it was reported that during the insertion of the intra-aortic balloon (iab) catheter on the patient using x-ray, it was not possible to detect the distal radiopaque marker. The patient was transferred to the coronary angiography room. There the signal of the marker was split. Therefore the medical staff decided to remove the iab catheter. During the removal, a part of the device could not be removed. Therefore the femoral artery needed to be surgically opened to remove the iab catheter. According to the customer the removed device seemed to be intact. The injury is not attributed to the device by the facility. It was reported that during the insertion of the intra-aortic balloon (iab) catheter on the patient using x-ray, it was not possible to detect the distal radiopaque marker. The patient was transferred to the coronary angiography room. There the signal of the marker was split. Therefore the medical staff decided to remove the iab catheter. During the removal, a part of the device could not be removed. Therefore the femoral artery needed to be surgically opened to remove the iab catheter. According to the customer the removed device seemed to be intact. The uncomplicated hematoma injury is not attributed to the device by the facility. Complaint#: (B)(4).

Event description:
It was reported that during the insertion of the intra-aortic balloon (iab) catheter on the patient using x-ray, it was not possible to detect the distal radiopaque marker. The patient was transferred to the coronary angiography room. There the signal of the marker was split. Therefore the medical staff decided to remove the iab catheter. During the removal, a part of the device could not be removed. Therefore the femoral artery needed to be surgically opened to remove the iab catheter. According to the customer the removed device seemed to be intact. The uncomplicated hematoma injury is not attributed to the device by the facility.